Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle broke off while in the body. The customer's blood glucose value was 224 mg/dl. Customer reports the introducer needle fractured while in the body. Customer reports the introducer needle is no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found insertion needle bent inside sensor base and broken needle was not detected during analysis. Unable to confirm customer received sensor in that condition due to customer returned opened and used.